Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure within the bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, the physician's attempts to capture 2-3mm stones using this device were unsuccessful. The physician felt that the basket wires were too far apart, but no smaller size basket devices were available for use. Reportedly, the device was inspected/tested prior to use and no anomalies were noted, and the patients' anatomy was not torturous. The procedure was completed with the placement of a rx plastic stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results; side-car push-back.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Functionally, the basket extended and retracted multiple times without issue. The basket wires were found to be evenly spaced to specification and undeformed. The condition of the returned incident device was not consistent with the complaint that the basket wires were too far apart. However, the evaluation found that the guidewire lumen (side-car) presented with push-back. The damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).